Manufacturer narrative:
Resubmitting as there were omissions in the initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care physician (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a patient who had called in with a health care physician (hcp) that they had their 3023 replaced and when asked if it was due to normal battery depletion, the patient said ¿no,¿ that it was replaced because ¿it quit working after only 3.5 years and it was very frustrating.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a patient who had called in with an health care physician (hcp) that they had their 3023 replaced and when asked if it was due to normal battery depletion, the patient said ¿no,¿ that it was replaced because ¿it quit working after only 3.5 years and it was very frustrating.¿ there were further complications reported.